Event description:
Event description guidant received information that this chronic lead displayed loss of capture, decreased sensing and low impedance. Clavicular crush and insulation damage was suspected. The lead was explanted and replaced with another guidant product. The device was also explanted because of a high risk of infection, and replaced.